Event description:
Pt was revised to address loosening, poly wear and osteolysis. It was reported that the poly insert had fractured into pieces.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to search the complaint database was not provided. The investigation could not verify or draw any conclusions about reported polyethylene wear; however, the length of time implanted ( approx 23 years) is a possible contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.